Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer reported that the buttons of the insulin pump were not pressed for more than three minutes. It was reported that the insulin pump was not bumped or dropped. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Findings: no button error alarm noted. Down arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.(B)(4)